Manufacturer narrative:
The incident device has not been returned to the MFR as of the date of this report. The user facility has been contacted for return of the device to facilitate inspection and investigation of the reported problem. The vendor of the device has also been notified of this complaint, however, is unable to determine any device deficiency without a lot number and/or return the incident device. At this time, no conclusions can be drawn by the vendor or MFR regarding this reported malfunction with the info provided. The MFR has confirmed with the user facility that no pt or healthcare worker injury or illness resulted from the reported incident. Upon receipt of additional investigative info, the MFR will complete comprehensive supplemental report.